Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery or motor error alarms were noted. However, after opening the device, the motor home switch was found corroded. The motor could not be tested due to the corroded home switch. The device also had a cracked case at display window corners, cracked battery tube threads and scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 90 mg/dl. The device was not exposed to a magnetic field and the customer was unable to rewind; she received another motor error alarm. The device was returned for analysis.